Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Caller reported that the insulin pump had air bubbles in the tubing. Customer reported that this issue had persisted through multiple bottles of insulin and multiple infusion sets. Blood glucose level at the time of the incident was 480 mg/dl. The caller was unable to complete troubleshooting at the time of the call and was advised to call back later. The insulin pump was not replaced or returned for analysis.